Event description:
It was reported that a patient preseteed with post-paced t-wave over-sensing noted on the patient's implantable cardioverter defibriltor. As only one instance was noted, the device would continue to be monitored. No adverse patient consequences were reported.